Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to being retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: us157856, m2a-magnum recap cup 56odx50id, 869960. Item # unknown, unknown stem, lot # unknown. Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04548.

Event description:
It was reported that patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient was revised due to trunnionosis and metal on metal adverse reaction. No additional patient consequences were reported.